Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for an out of range right ventricular (rv) intrinsic amplitude of 0.5mv. Review of a stored ventricular fibrillation (vf) showed oversensing of fine lead noise which resulted in pacing inhibition of an unspecified duration. Further in clinic lead assessment was recommended. The system remains implanted and no adverse patient effects were reported.